Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an ovarian disectomy procedure, the tip of the device fell off into the patient while the device was grasping tissue and the physician was squeezing the handle. The fallen off piece was retrieved. There was no reported patient injury. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, and update the lot number. The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for broken off tip. There were no parts missing from the jaw, and no cracked or broken probe. Instead the evaluation found that the teflon pad was melted, charred, and deformed, as well as separated from the jaw, exposing metal underneath the pad. Char marks were also found on the intact probe.